Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure the patient vision was terrible, near sighted vision was not clear and farsighted vision was almost nonexistent, patient cannot see computer without magnifying lens and readers. Also stated that vision was better before the cataract surgery.

Manufacturer narrative:
The product was not returned. Product history records were reviewed. And documentation, indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution, during the manufacturing process in order to determine, acceptability per the lens model and diopter. The reporter has not provided any further information. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).